Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. . The device was not returned to olympus for inspection and the reported failure "the cold light source was turned on but not displaying" was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during laparoscopic appendectomy therapeutic procedure, the cold light source of the endoscope was turned on but not displaying. The procedure was completed using a similar device. There were no reports of patient harm.